Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire ptfe coating was examined and it was discovered that the ptfe was peeled/scraped off. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. In addition the guidewire was found to be bent. No other anomalies were observed. The returned guidewire was prepped per dfu and a demo microcatheter was prepared per dfu. The guidewire was loaded and advanced through the proximal end of a demo microcatheter and slight friction and/or resistance felt during the advancement. The guidewire was attached to a demo torque device and one to one torque was checked. The guidewire torque was not smooth due to the bends on the guidewire. The microcatheter used with the guidewire was not returned to fremont. Since the microcatheter was not returned, it was not possible to determine if the microcatheter contributed to the reported and analyzed guidewire damage and the friction. Per the device direction for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. However because the device was not returned for evaluation, a root cause could not be determined.

Event description:
Analysis of the returned device revealed that the guidewire polytetrafluoroethylene (ptfe) coating was found to be scrapped off. No consequences to the patient were reported.